Manufacturer narrative:
Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to manufacturer that the physician was experiencing difficulties with her hand held device and that the hand held screen was not registering the screen taps. Troubleshooting was performed with the physician over the phone, however, the issue did not resolve. The hand held and software flashcard were returned to manufacturer for analysis. An analysis of the returned handheld verified the reported allegation that the screen was not registering the stylus taps. During the visual analysis of the hand held, it was observed that the screen had a hairline crack on the bottom left-hand side of the display. The cause for the reported complaint was associated with a cracked screen. There was no report of user mishandling of the device.